Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, pain, exposure, recurrence of incontinence and multiple urinary tract infections. The plaintiff underwent a revision surgery. Furthermore, it was reported that the plaintiff died. No cause of death was reported.